Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5083938. Product name: mentor smooth round moderate plus profile 400cc. It was reported that a female patient who underwent breast implant surgery procedure with mentor medical devices ( unk saline implants date of implant/sm mpps dv 400cc, date of implant (B)(6) 2013) has experienced autoimmune disorder. This case was not confirmed by a healthcare professional. The patient was required medical device removal (date of explant (B)(6) 2018). No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for one of the two devices, which this one is mentor smooth round moderate plus profile, 400cc.